Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to motor shaft failure. The motor was responsible for the movement of the lenses and it was discovered that the motor was not connected to the toothed belt. In addition, rear panel bent, air duct break, and front panel damage were observed. The probable cause of the defect was due to wear/tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite ii xenon light source display is flashing and there is no light output. The event was found during receipt inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, an abnormality in the drive of the lens plus evidence of a strong external stress were found, which suggests that the phenomena may have been caused by an external force. In addition, it was determined that damage due to wear and mishandling likely contributed to the event. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿important information ¿ please read before use. Caution: do not apply excessive force to the light source and/or other instruments connected. Damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.